Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that one empty overwrap packet, a labeled winding former and a needle/suture piece of product code ep8701 was received for evaluation. Upon visual inspection of the returned sample, the suture was received damage at the surface, in addition the end was observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Component code: (B)(4) device evaluation pending. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: did the event occur during one or multiple patient/procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient/event: procedure name and date? Quantity involved in each procedure? Quantity involved in each procedure? How many for lot rabcex and how many for lot rabdes? Event description stating when each involved device had a "incidence of the wire fracturing at the junction of the ¿needle¿ and wire" in the procedure. Please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. Were there any adverse patient consequences? We attempted to get the answers to your questions, however we were unable to get this information. Please provide an investigation with the information you have been provided.

Event description:
It was reported that a patient underwent a shunt procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.